Event description:
It was reported that, post implant procedure, the patient developed a pocket hematoma. The patient was given a blood thinner and medication for pain as they had tenderness at the device site. The device and leads remain in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtbx1qq implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2013; 4398 implantable pacing lead implanted: (B)(6) 2013; 5076 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received stating that the left heart cath showed an arterial venous fistula which developed between the proximal left internal mammory artery graft and innominate vein which created coronary steal phenomena from the left anterior descending artery. The fistula formed after the lead implant as the patient had a spontaneous large hematoma develop about a week later and the timing of the symptoms seems to correlate to the procedure. The patient was given blood thinners and the system remains in use. No further patient complications have been reported as a result of this event.